Event description:
Device 2 of 2. Reference MFR report# 1627487-2019-01959. It was reported that the patient experienced a fall. The right occipital lead displayed high impedances and the system was auto reducing. X rays revealed the lead was fractured. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively. Patient has 2 occipital leads implanted however it is unknown which lead is liable for the issue. Hence both the leads are made reportable.

Manufacturer narrative:
The explant date was missing in the initial report. The explant date is mentioned in the additional report-1.